Manufacturer narrative:
(B)(4). This report is an erroneous report since it is a duplicate of 6000001-2010-04328. Reference 6000001-2010-04328 for further information.

Event description:
The facility representative reported a colleague infusion pump with failure code 313:425:250:0000. This problem was identified during infusion, and interrupted therapy. There was no report of patient injury or medical intervention necessary. No additional information is currently available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if the additional information is available.